Event description:
The complainant alleged that during a routine shift check by a clinician the device was unable to be put into the manual mode. The complainant indicated that there was no patient involvement with this reported malfunction.